Manufacturer narrative:
H3, h6: it was reported that the polarstem modular head for 21000662 (75023711) broke during impaction of the ball head. The device, used in treatment, was returned for evaluation. The part shows significant signs of use and a large piece is broken off from the distal rim of the part. Therefore, the reported failure mode can be confirmed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The DHR was reviewed, there were no deviations found, which would explain the reported issue. There was one additional complaint reported for the batch in scope, however not for the same failure mode. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. No breakages could be reproduced. The root cause for this fracture stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will continue to monitor this device for further similar issues. The returned device will be discarded.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the impactor head broke during impaction of femoral head. The procedure was completed using a sm backup device. No surgical delay or injury to the patient was reported. No pieces fell inside the patient and, therefore, nothing had to be retrieved from the inside.